Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that the old pump would start priming and never stop. Customer was advised that we could get loaner pump and needs upgrade pump.